Manufacturer narrative:
Nyxoah is awaiting the return of the implantable stimulator for investigation purposes.

Event description:
On (B)(6) 2026, a planned revision surgery occurred, however, no new implantable stimulator (is) was placed. During the revision, the surgical team encountered extensive calcification surrounding the existing implantable stimulator. Bone formation extended from the hyoid bone to the device, covering roughly half of the upper surface of the implantable stimulator body and antenna, as well as the entire lower surface. The calcification continued beneath the implantable stimulator, reached the paddles, and filled the space between the paddle shoulders, fully encasing them. Given the severity of this finding, the surgeon elected not to implant a replacement implantable stimulator, expressing concern that the issue could recur. The explant procedure was technically difficult and lasted nearly three hours, requiring specialized bone-cutting instruments. One paddle shoulder was cut during removal. Because of the dense calcification and the mechanical forces required, the extent of potential damage to the extracted is and its silicone coating is not yet known. Potential contributing factors include chronic friction from bone contact since implantation and progressive bone formation. The explanted implantable stimulator will be sent to engineering for further analysis. A liquid drainage system was placed intra-operatively to manage patient fluids, including blood. Calcium fragments and tissue collected during surgery will be sent to the clinic's laboratory for evaluation. The surgical team reported being concerned by the degree of bone build-up, which directly influenced the decision to forego re-implantation. Supporting images, including photographs of the explanted implantable stimulator and associated calcification are being taken into consideration through the investigation. No pre-revision x-ray is available.

Event description:
On (B)(6) 2026, a planned revision surgery occurred, however, no new implantable stimulator (is) was placed. During the revision, the surgical team encountered extensive calcification surrounding the existing implantable stimulator. Bone formation extended from the hyoid bone to the device, covering roughly half of the upper surface of the implantable stimulator body and antenna, as well as the entire lower surface. The calcification continued beneath the implantable stimulator, reached the paddles, and filled the space between the paddle shoulders, fully encasing them. Given the severity of this finding, the surgeon elected not to implant a replacement implantable stimulator, expressing concern that the issue could recur. The explant procedure was technically difficult and lasted nearly three hours, requiring specialized bone-cutting instruments. One paddle shoulder was cut during removal. Because of the dense calcification and the mechanical forces required, the extent of potential damage to the extracted is and its silicone coating is not yet known. Potential contributing factors include chronic friction from bone contact since implantation and progressive bone formation. The explanted implantable stimulator will be sent to engineering for further analysis. A liquid drainage system was placed intra-operatively to manage patient fluids, including blood. Calcium fragments and tissue collected during surgery will be sent to the clinic's laboratory for evaluation. The surgical team reported being concerned by the degree of bone build-up, which directly influenced the decision to forego re-implantation. Supporting images, including photographs of the explanted implantable stimulator and associated calcification are being taken into consideration through the investigation. No pre-revision x-ray is available. It is important to note the implantable device in this complaint file is not distributed in the united states.

Manufacturer narrative:
Nyxoah is awaiting the return of the implantable stimulator for investigation purposes. Supplemental changes: addition to b5 and e1.